Event description:
The patient contacted animas on (B)(6) 2013 reporting a hospitalization for 5 days at (B)(6). The patient reported having blood glucose levels between 18 and 20 mmol/l with nausea, vomiting, shortness of breath, chest pain, abdominal pain, and positive ketones. The patient stated that there was no suspected pump failure; the patient indicated that the insulin was believed to be bad because the blood glucose did not resolve with insulin injections from the same vial. The patient reported no further blood glucose issues since changing the insulin. The pump was reviewed with the patient and found that there were auto off alarms occurring on (B)(6) 2013; the patient indicated that the pump was reprimed and delivery was resumed immediately afterwards. This report is made based on the allegation that the patient was hospitalized for hyperglycemia related to the use of bad insulin in the pump.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2015 with the following findings: the black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. . Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, information for the complaint is overwritten. Test battery cap/returned cartridge cap used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.